Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced alarms while connected to batteries. The system controller was exchanged and the event was resolved.

Manufacturer narrative:
The reported event of alarms while on batteries was confirmed and reproduced during analysis. The black power cable was found to have a compromised brown (rsoc) conductor at the connector end. The damage to the conductor did stop the pump during analysis. Movement of the cable at the connector end caused the alarms and pumps stops. A review of device history records for this system controller showed no deviations from manufacturing or qa specifications. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.